Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, resistance was experienced when filling multiple cartridges. The cartridge was ultimately filled successfully and loaded onto the pump. Customer¿s blood glucose level was 130mg/dl.